Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: there was no data available in the pump black box from the time of the event due to continued patient use. The pump total daily dose history appeared inconsistent due to an unrelated time and date issue. A 29 hour flow accuracy test was performed and the pump was confirmed to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that blood glucose levels the previous night went as low as 2.2 mmol/l with no symptoms. The reporter stated that the blood glucose was treated with oral carbohydrates and the blood glucose resolved. The pump was reviewed with the reporter and confirmed that the time and date were correct, there were no associated alarms in the pump history, the basal and bolus histories were correct and correctly added up in the total daily dose history. The reporter indicated that the bolus with dinner may have been too large. The pump prime history also found that the patient was filling the cannula with each time the site was disconnected and reconnected. The reporter was advised on correct cannula filling procedures for changing the site only. The reporter was advised that the pump appeared to be functioning as programmed. The reported over bolusing with dinner is attributed to diabetes management and is not related a malfunction or use error of the insulin pump. This report is made based on the indication that the patient experienced hyperglycemia related which may have been contributed to by the patient performing the fill cannula step more often that instructed by the user guide.